Event description:
Patient was revised to address groin pain and elevated co/cr ion levels. Update rec'd (B)(6) 2013 - patient's revision operative records were received. Records indicate upon revision the patient's neck of their femoral component was found to be impinging on the posterior rim of their cup. Also noted upon revision was metallosis throughout the joint. The patient's cup is being added to the complaint.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. From a medical perspective, based on the information available it is not possible to determine if the complaint is product related. All total hip arthroplasty have a risk of failure and the risks of an individual are due to an unpredictable combination of patient factors, surgical process, surgical technique and device related interactions. IFU's also caution against use in obese patients. It is noted within the IFU's that the surgeon instruct the patient about the strength limitations of the materials used in the devices as excessive weight contributes to increased wear of the implants. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.